Event description:
It was reported that the bd vacutainer® flashback blood collection needle non-patient end separated from the holder hub before use. This occurred on (B)(4) separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "two fbns were noticed with unable to screwed tightly with the needle holder before use customer have tried to connected the needle holder with the other fbns, the problem of not tightening didn¿t appear"

Manufacturer narrative:
H.6. Investigation: bd received samples and photo from the customer facility for investigation. The samples and photo were evaluated and the customer¿s indicated failure mode for connection issues with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® flashback blood collection needle non-patient end separated from the holder hub before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "two fbns were noticed with unable to screwed tightly with the needle holder before use. Customer have tried to connected the needle holder with the other fbns, the problem of not tightening didn¿t appear."